Event description:
Related manufacturer reference number: 1627487-2023-03628. It was reported that the patient's system was explanted on an unknown date for an unknown reason.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event and patient information. Further information was requested but not received.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.